Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the drill bit would not spin and difficulty loading and unloading drill bit was confirmed. An assessment was performed on the device which found that the device did not secure the cutter. It was observed that the cutter device came out during temperature assessment and device overheated in 60 seconds. (41 degrees over ambient room temperature should be less than 20 degrees). It was further observed that the pawls were damaged causing the cutter to not secure and the device to overheat. It was determined that this condition was due to pushing on the disconnect sleeve while the device was running, damaging the pawls. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine maintenance it was observed that the drill bit would not spin, and there was difficulty loading and unloading the drill bit in the motor device. During in-house engineering evaluation it was found that the device did not secure the cutter. It was observed that the cutter came out during temperature assessment and the device overheated. There was no allegation of a deficiency with the cutter device. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.